Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a cyst on his back and irritated skin on his lower stomach. The cyst reportedly bled "from time to time". The stomach irritation was inflamed and itchy. The patient consulted his physician who prescribed an antibiotic. Follow-up indicated that the patient was using the antibiotic and the patient was receiving an ICD.